Manufacturer narrative:
The v60 vent was evaluated on 02/07/2017 at the manufacturer's international service center. The technician performed a run-in test but the reported complaint was not duplicated. Error code 100e (blower stalled) was registered in diagnostic event log. No parts were replaced. Software version was downgraded to 2.10. Calibration was performed then no abnormality was discovered.

Event description:
The international customer reported that on (B)(6) 2017 while the v60 unit (s/n: (B)(4)) was on a patient, loud high priority alarm occurred. Nurse checked and vent inop error code 100e: blower stalled was displayed on the screen. After that, the unit was turned off and turned back on then it operated without issue, so started to be used again. On the next day, high priority alarm occurred. Vent inop 100e: blower stalled was displayed same as yesterday, so nurse contacted biomed and the unit was replaced with second v60 (s/n: (B)(4)). On (B)(6) 2017 the unit (s/n: (B)(4)) alarmed high priority alarm and me confirmed that vent inop 100e: blower stalled was displayed. Biomed replaced the v60 vent with a trilogy o2 vent. On next day, diagnostic event log of above 2 units were checked by manufacturer's sales representative and error code 100e was confirmed. Also confirmed that hi rate and leak alarm occurred frequently. Unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.